Event description:
It was reported that the device was beeping so the patient went to the clinic. It was noted that the alert log showed that atrial lead impedance was not taken and the alert triggered. The device remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) performance data collected from the device was analyzed and revealed that there was undefined resistance/impedance. The daily pace lead impedance log data shows 3 missing weekly data points for a.pace between (B)(6) 2011 and (B)(6) 2011, and that there were 2 patient alerts for a.pace lead z = " not taken" on (B)(6) 2010 and (B)(6) 2011.